Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e433. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Corrections are being made to previously submitted e1 ¿ last name, e3 ¿ occupation, g2 ¿ report source (health professional was listed in error on the initial report), and h6 - medical device problem code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.